Event description:
During troubleshooting for an unrelated alarm, during fill and while the home patient (hp) was connected, on a homechoice (hc) device, it was reported that the hp disconnected an empty heater bag and reconnected another bag. The technical service representative (tsr) explained that she should not have done this and assisted the hp in ending therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.